Event description:
Device 3 of 5. It was reported that during an arthroscopic procedure, the physician attempted to tension the suture into the anchor using a magnum pi knotless implant. While tensioning, a spring inside the magnum pi broke. The physician try to tension the suture with three other magnum pi knotless implant devices; however, the spring broke each time, eventually breaking the anchor. The anchor was removed from the surgical site. Although no pt injuries were reported, there was a surgical time delay of 30 minutes.

Manufacturer narrative:
Add'l MFR narrative: attempts to follow up regarding the pt's age, gender and the anchor catalog and lot number were unsuccessful. Reference MFR's report#: 2032382-2011-00091, 00092, 00094, and 00095.